Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler alarmed with a anytime: screen brightness problem. Screen was dim during power up. Display brightness was set to 10. Rebooted cycler but screen remained dim. Advised to continue use of this cycler. Replaced cycler due to display brightness problem. The fresenius technical support representative issued the cycler replacement. Advised eta 10/17/2024 by 8pm. Schedule p/u for 10/18/2024. There was no patient involvement and no harm or adverse event reported.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed. When powering on the on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2251 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Screen brightness check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Manufacturer narrative:
Correction provided in a.1.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler alarmed with a anytime: screen brightness problem. Screen was dim during power up. Display brightness was set to 10. Rebooted cycler but screen remained dim. Advised to continue use of this cycler. Replaced cycler due to display brightness problem. The fresenius technical support representative issued the cycler replacement. Advised eta (B)(6)2024 by 8pm. Schedule p/u for (B)(6)2024. There was no patient involvement and no harm or adverse event reported.